Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that at 0913am, two rn's performed a double sign-off for a cytoxan infusion to infuse for 2 hours via a short primary tubing set connected to a 3-port primary tubing set that was infusing at a kvo rate of 10ml/hour. At 1100am, the rn entered the adult patient's room to assess an occlusion and found that the chemotherapy medication had not infused. In ihis, it was noted that at 0919, the device was paused on rate dose verify. In review of their knowledge portal data it confirmed that the device was programmed correctly. Ikp data showed that the device was paused/alarming from 0919 until 1102. The staff that were in the patient's room stated that there was no audible alarm heard from the device. The customer further stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that at 0913am, two rn's performed a double sign-off for a cytoxan infusion to infuse for 2 hours via a short primary tubing set connected to a 3-port primary tubing set that was infusing at a kvo rate of 10ml/hour. At 1100am, the rn entered the adult patient's room to assess an occlusion and found that the chemotherapy medication had not infused. In ihis, it was noted that at 0919, the device was paused on rate dose verify. In review of their knowledge portal data it confirmed that the device was programmed correctly. Ikp data showed that the device was paused/alarming from 0919 until 1102. The staff that were in the patient's room stated that there was no audible alarm heard from the device. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s stated issue of ¿no audible alarm while occluding¿ was not confirmed. The log review found no programming errors that would explain a report of no audible alarm during occlusion. Results from a review of the pcu error log showed no malfunctions on the reported event date and time. The event log show that there was an audible alarm for occlusion at 9:19:59 am. The system continued in the alarm state until the pump module was restarted at 11:02:21 am. Functional testing consisting of asm alarm testing, asm occlusion testing, and a test infusion were performed on the found the device operating in specification. The root cause of the customer¿s complaint was not definitively identified.